Manufacturer narrative:
Z800f (B)(6) was received and was reported to have a nonfunctioning air-in-line sensor. After failing testing and not being able to detect an air bubble, the sensor was replaced in the pump and pump was able to perform to spec. Issue found.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
An end user reported that a pump failed air-in-line sensor testing. They did not provide any further information.